Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The computer was returned to the manufacturer for analysis, results were not yet available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system had repeatedly had the monitors switch to black after they had been functioning normally. The biomedical engineer (biomed) who called in did not have information as to whether a patient was involved or more details. Unknown if the surgeon and staff monitor were both going black. The clinical specialist (cs) at the site removed the front panel and bypassed the video splitter, and the same behavior was occurring with both monitors. The cs brought another cable with her and replaced one of the display cables in the system and the same behavior was happening. The computer seems to be issue.

Manufacturer narrative:
Additional information/device evaluation: the computer was returned and analysis was completed. After functional testing and visual examination no failure was found. The computer was able to boot normally to the application screen. There was no black display or other video issues during testing. The computer passed all tests. If information is provided in the future, a supplemental report will be issued.